Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), pelvic pain ("chronic pelvic pain/ pain"), device expulsion ("migration of essure device location of device: uterus") and colitis ulcerative ("ulcerative colitis") in an adult female patient who had essure (batch no. A20064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, hyperemesis gravidarum, gravida ii and headache. Concurrent conditions included overweight and sleepy. Family history included cancer. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced colitis ulcerative (seriousness criterion medically significant), allergy to metals ("nickel allergy") with rash, skin disorder and pruritus, bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("irritable bowel syndrome"), anxiety ("anxiety") and depression ("worsening depression"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal )"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), abdominal distension ("bloating"), weight increased ("weight gain"), cystitis ("bladder infections"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and right ovarian cystectomy), surgery (she had total hysterectomy and laparoscopy (uterus and cervix removed)), surgery (she had total hysterectomy and laparoscopy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, device expulsion, colitis ulcerative, menorrhagia, weight decreased, abdominal distension, weight increased, bladder disorder, urinary tract disorder, fatigue, vaginal discharge, irritable bowel syndrome, anxiety and depression outcome was unknown, the pelvic pain, vaginal haemorrhage, allergy to metals, dysmenorrhoea, abdominal pain upper and back pain had resolved and the cystitis was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, anxiety, back pain, bladder disorder, colitis ulcerative, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Colonoscopy - on an unknown date: computerised tomogram - on an unknown date: all normal hysterosalpingogram - on (B)(6) 2013: no evidence for fallopian tube patency in (B)(6) 2013, she had CT or x-ray with contrast dye which shows total bilateral occlusion. On (B)(6) 2014, surgical pathology report showed diagnosis uterus, cervix fallopian tubes (hysterectomy with salpingectomy): adenomyosis of uterus, benign. B. No secretory endometrium without atypia mild chronic cervicitis. Benign fallopian tubes. Plaintiff lost 35 pounds suddenly after essure placement ,gained 70 pounds after hysterectomy in 2014. Current weight 200 lbs. Approximate weight at the time of essure placement 170 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage/ device breakage fragments in uterus"), pelvic pain ("chronic pelvic pain/ pain"), device expulsion ("migration of essure device location of device: uterus") and colitis ulcerative ("ulcerative colitis") in an adult female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, hyperemesis gravidarum, gravida ii and headache. Concurrent conditions included overweight and sleepy. Family history included cancer. Concomitant products included citalopram hydrobromide (celexa) and obetrol (adderall) since 2012. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") with rash, skin disorder and pruritus. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of weight decreased ("weight loss"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety") and depression ("worsening depression"). In (B)(6) 2013, the patient experienced colitis ulcerative (seriousness criterion medically significant) and irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), abdominal distension ("bloating"), weight increased ("weight gain"), cystitis ("bladder infections"), abdominal pain upper ("stomach pain"), back pain ("back pain"), urinary tract infection ("urinary tract infection ") and the second episode of weight decreased ("weight loss"). The patient was treated with ibuprofen, omeprazole (prilosec), antibiotics, surgery (robotic hysterectomy, bilateral salpingectomy and right ovarian cystectomy), surgery (she had total hysterectomy and laparoscopy (uterus and cervix removed)), surgery (she had total hysterectomy and laparoscopy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, device expulsion, colitis ulcerative, menorrhagia, abdominal distension, weight increased, bladder disorder, urinary tract disorder, fatigue, vaginal discharge, irritable bowel syndrome, anxiety, depression and urinary tract infection outcome was unknown, the pelvic pain, vaginal haemorrhage, allergy to metals, dysmenorrhoea, abdominal pain upper, back pain and the last episode of weight decreased had resolved and the cystitis was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, anxiety, back pain, bladder disorder, colitis ulcerative, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of weight decreased and the second episode of weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Colonoscopy - on an unknown date: computerised tomogram - on an unknown date: all normal hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . In (B)(6) 2013, she had CT or x-ray with contrast dye which shows total bilateral occlusion. On (B)(6) 2014, surgical pathology report showed diagnosis uterus, cervix fallopian tubes (hysterectomy with salpingectomy): adenomyosis of uterus, benign. B. No secretory endometrium without atypia mild chronic cervicitis. Benign fallopian tubes. Plaintiff lost 35 pounds suddenly after essure placement ,gained 70 pounds after hysterectomy in 2014. Current weight 200 lbs. Approximate weight at the time of essure placement 170 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received. Reporter information updated. Lot number, onset date, lab data were updated. Concomitant drug, treatment drug were added. Added event as per pfs urinary tract infection, weight loss. Updated onset date, outcome(weight loss). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), pelvic pain ("chronic pelvic pain/ pain"), device expulsion ("migration of essure device location of device: uterus") and colitis ulcerative ("ulcerative colitis") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, hyperemesis gravidarum and gravida ii. Concurrent conditions included overweight. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced colitis ulcerative (seriousness criterion medically significant), allergy to metals ("nickel allergy") with rash, skin mass and pruritus, bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("irritable bowel syndrome"), anxiety ("anxiety") and depression ("worsening depression"). In 2014, the patient experienced uterine perforation , device breakage, device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia) ") and vaginal haemorrhage ("abnormal bleeding (vaginal )"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), abdominal distension ("bloating"), weight increased ("weight gain"), cystitis ("bladder infections"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (she had total hysterectomy and laparoscopy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, device expulsion, colitis ulcerative, menorrhagia, weight decreased, abdominal distension, weight increased, bladder disorder, urinary tract disorder, fatigue, vaginal discharge, irritable bowel syndrome, anxiety and depression outcome was unknown, the pelvic pain, vaginal haemorrhage, allergy to metals, dysmenorrhoea, abdominal pain upper and back pain had resolved and the cystitis was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, anxiety, back pain, bladder disorder, colitis ulcerative, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Current weight was 200 lbs. In (B)(6) 2013, she had CT or x-ray with contrast dye which shows total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Historical condition, concomitant disease were added. Updated suspect drug indication. Added events abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: nickel allergy, bumps, itching. Infection (bladder/ urinary tract/vaginal) type: bladder infections. Psychological or psychiatric problems condition: worsening depression/anxiety, bladder or urinary problems or changes, migration of essure device location of device: uterus. Device breakage, dysmenorrhea (cramping), vaginal discharge, fatigue, perforation (uterus), weight gain / loss specify which one: weight gain. Gastrointestinal or digestive system condition type: ulcerative colitis, ibs. Updated events and onset date. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), pelvic pain ("chronic pelvic pain/ pain"), device expulsion ("migration of essure device location of device: uterus") and colitis ulcerative ("ulcerative colitis") in an adult female patient who had essure (batch no. A20064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, hyperemesis gravidarum, gravida ii and headache. Concurrent conditions included overweight and sleepy. Family history included cancer. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced colitis ulcerative (seriousness criterion medically significant), allergy to metals ("nickel allergy") with rash, skin disorder and pruritus, bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("irritable bowel syndrome"), anxiety ("anxiety") and depression ("worsening depression"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal )"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), abdominal distension ("bloating"), weight increased ("weight gain"), cystitis ("bladder infections"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and right ovarian cystectomy), surgery (she had total hysterectomy and laparoscopy (uterus and cervix removed)), surgery (she had total hysterectomy and laparoscopy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, device breakage, device expulsion, colitis ulcerative, menorrhagia, weight decreased, abdominal distension, weight increased, bladder disorder, urinary tract disorder, fatigue, vaginal discharge, irritable bowel syndrome, anxiety and depression outcome was unknown, the pelvic pain, vaginal haemorrhage, allergy to metals, dysmenorrhoea, abdominal pain upper and back pain had resolved and the cystitis was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, anxiety, back pain, bladder disorder, colitis ulcerative, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Colonoscopy - on an unknown date: computerised tomogram - on an unknown date: all normal hysterosalpingogram - on (B)(6) 2013: no evidence for fallopian tube patency in (B)(6) 2013, she had CT or x-ray with contrast dye which shows total bilateral occlusion. On (B)(6) 2014, surgical pathology report showed diagnosis uterus, cervix fallopian tubes (hysterectomy with salpingectomy): adenomyosis of uterus, benign. B. No secretory endometrium without atypia mild chronic cervicitis. Benign fallopian tubes. Plaintiff lost 35 pounds suddenly after essure placement ,gained 70 pounds after hysterectomy in 2014. Current weight 200 lbs. Approximate weight at the time of essure placement 170 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporter, historical condition and essure lot number a20064 were added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage/ device breakage fragments in uterus"), pelvic pain ("chronic pelvic pain/ pain"), device expulsion ("migration of essure device location of device: uterus") and colitis ulcerative ("ulcerative colitis") in an adult female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, hyperemesis gravidarum, gravida ii and headache. Concurrent conditions included overweight and sleepy. Family history included cancer. Concomitant products included citalopram hydrobromide (celexa) and obetrol (adderall) since 2012. In february 2013, the patient experienced allergy to metals ("nickel allergy") with rash, skin disorder and pruritus. On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety") and depression ("worsening depression"). In september 2013, the patient experienced colitis ulcerative (seriousness criterion medically significant) and irritable bowel syndrome ("irritable bowel syndrome"). In october 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"). In may 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In september 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), abdominal distension ("bloating"), weight increased ("weight gain"), cystitis ("bladder infections"), abdominal pain upper ("stomach pain"), back pain ("back pain"), urinary tract infection ("urinary tract infection") and weight decreased ("weight loss"). The patient was treated with ibuprofen, omeprazole (prilosec), antibiotics, surgery (robotic hysterectomy, bilateral salpingectomy and right ovarian cystectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, device expulsion, colitis ulcerative, menorrhagia, abdominal distension, weight increased, bladder disorder, urinary tract disorder, fatigue, vaginal discharge, irritable bowel syndrome, anxiety, depression and urinary tract infection outcome was unknown, the pelvic pain, vaginal haemorrhage, allergy to metals, dysmenorrhoea, abdominal pain upper, back pain and weight decreased had resolved and the cystitis was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, anxiety, back pain, bladder disorder, colitis ulcerative, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Colonoscopy - on an unknown date: computerised tomogram - on an unknown date: all normal hysterosalpingogram - on 29-may-2013: total bilateral occlusion in apr-2013, she had CT or x-ray with contrast dye which shows total bilateral occlusion. On (B)(6) 2014, surgical pathology report showed diagnosis uterus, cervix fallopian tubes (hysterectomy with salpingectomy): adenomyosis of uterus, benign. B. No secretory endometrium without atypia mild chronic cervicitis. Benign fallopian tubes. Plaintiff lost 35 pounds suddenly after essure placement ,gained 70 pounds after hysterectomy in 2014. Current weight 200 lbs. Approximate weight at the time of essure placement 170 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), weight decreased ("weight loss"), abdominal distension ("bloating"), weight increased ("weight gain") and rash ("severe rashes"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, weight decreased, abdominal distension, weight increased and rash outcome was unknown. The reporter considered abdominal distension, menorrhagia, pelvic pain, rash, weight decreased and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.